Manufacturer narrative:
The investigation for the thrombus and the pump stop has been completed. The pump nor data logs were returned for review. Without the pump or additional clinical details, the root cause of the pump stop or thrombus could not be determined. Corrections to the initial MFR report: b1 should have had product problem selected as well. G1 MDR reporting contact email.

Event description:
The complainant had an impella cp pump placed to support a 69-year-old male patient admitted in for CABG, avr, mvr and had the impella cp pump placed to escalate from iabp and ECMO. The cp was placed but there was thrombus developed on the mitral on day 7 and the pump failed and was removed/replaced on day 17. The patient still awaiting left ventricular assist device (lvad).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿